Event description:
It was reported that the patient had an extended hospital stay in the intensive care unit and was intubated two nights due to a long procedure under general anesthesia. The atrial lead was showing inconsistent impedance changes. During the atrial lead replacement the physician examined the device and lead, and checked to see if the lead was tight in the header. The physician felt that the sealing ring on the atrial port of the device did not have a tight seal and fluid invaded the port. The lead did not have inconsistent impedances when tested with the analyzer, so the device was replaced. However there were still inconsistent atrial lead impedances and there was possibly blood ingress in the lead, so the lead was extracted and replaced. When removing the atrial lead, the right ventricular (rv) and left ventricular (lv) leads dislodged. The device and all three leads were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.